Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis, and blood glucose level were 176 mg/dl, 250 mg/dl and 301 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.